Event description:
The pt stopped feeling stimulation sensation; the implantable neurostimulator system was revised (see mfg report # 3004209178-2009-06597). The pt had continued to recharge the implantable neurostimulator. The battery was recharged to 75% full, the day before revision surgery. The device was discharged, the next day. After surgery, the pt tried to adjust stimulation and saw a power on reset message. The message was able to be cleared with the help of pt services. The neurostimulator battery was then was able to the recharged and the pt was able to use the neurostimulator. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).